Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced lower urinary tract infection. The event was resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is unlikely related to the device or procedure. On (B)(6) 2014, the patient experienced recurrent urinary tract infection and sought medical attention. The patient was treated with medication for three days and the event resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is possibly related to the device or procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced lower urinary tract infection. The event was resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is unlikely related to the device or procedure. On (B)(6) 2014, the patient experienced recurrent urinary tract infection and sought medical attention. The patient was treated with medication for three days and the event resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is possibly related to the device or procedure. Additional information august 5, 2015. The patient experienced additional recurrent lower urinary tract infections (uti) in (B)(6) 2015 which were treated with macrobid for 5 days. Additional information august 1, 2016. The (B)(6) 2014 lower urinary tract infection (uti) was assessed by the study investigator as having a "possible" rather than an "unlikely" relationship to the uphold device/procedure. The event of recurrent uti was unresolved as of the patient's last visit on (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced lower urinary tract infection. The event was resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is unlikely related to the device or procedure. On (B)(6) 2014, the patient experienced recurrent urinary tract infection and sought medical attention. The patient was treated with medication for three days and the event resolved on (B)(6) 2014. The investigator assessed the event as moderate in severity and is possibly related to the device or procedure. Additional information august 5, 2015. The patient experienced additional recurrent lower urinary tract infections (uti) in (B)(6) 2015 which were treated with macrobid for 5 days.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.